Event description:
Patient presented to the physician with a hematoma at the neck incision site. Physician brought the patient into the or and drained the hematoma. Postoperative antibiotics were prescribed.